Manufacturer narrative:
FDA has asked us to resubmit the rr as ack3 was initially absent. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient had a constant feeling that they needed to have a bowel movement and that there was something half-in and half-out of their rectum. The patient had discomfort under the area where the ins was placed that was possibly due to arthritis. The patient stated that they tried all the programs at various intensities and nothing was helpful so the patient turned off the stimulator a month prior to the report. The patient reported that they were going to try to find a program that will work and if they can't they will contact their doctor. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that patient's stimulation was not controlling their bowels. Patient had tried all 4 programs and tried various degrees but had not had any success. Patient tried increasing as high as they could on each program. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that stimulator did not seem to be 'working' since implant because she would try programs and they would work for a while but would ultimately become ineffective. The patient stated that the most recent program she was using stopped being effective about two months ago. The patient also reported pain at the pocket site which was considered sudden. The patient stated around the time that her last program stopped being effective she had pain that started around the implant site. The patient stated that she decided to turn the ins off and that resolved the pain. The patient also stated that starting two weeks ago she had a return of her bowel symptoms. As noted, the implantable neurostimulator device (ins) has been off for two weeks. The patient¿s reason for the call today was for assistance turning ins on. Caller attempted to turn ins on but could not programmer (pp) splash screen issue was noted. Technical service had patient check the batteries in the programmer (pp) and it was confirmed that the patient was using 'duracell quantum' batteries. The patient tried the regular alkaline batteries and that resolved the issue. The patient could connect to ins and turn ins back on. No further patient complications have been reported because of this event in the event description. The patient indicators for use are for fecal incontinence and gastrointestinal/ pelvic floor.